Event description:
Healthcare professional reports that protime microcoagulation system was used without incident. While using printer with a "damaged cable, a nurse received an electrical shock". The coordinator reported "shock was minor, no medical treatment was necessary". The site continues to use the device. This event occurred outside the us.

Manufacturer narrative:
(B)(4). Method: itc replaced the printer kit which includes the printer, printer cable. Result: the printer and the cable are not manufacturer by itc. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.